Event description:
Same cases as MDR ID 2134265-2013-09274, 2134265-2013-09276. It was reported that an automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an atlantis sr pro catheter and a sled. During the procedure, when the physician attempted to perform automatic pullback, the motor drive unit failed to pullback. It seems that the motor didn't rotate. Manual pullback was performed. The procedure was completed with a different device. No patient complications was reported and the patients' status is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).